Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator was inoperative and had a burning smell. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Correction to evaluation codes method, result and conclusion. Device evaluation summary: the mix controller printed circuit board (pcb) was returned to medtronic for failure investigation. There was no evidence of visible anomalies and/or damage that may have contributed to the event. No evidence of thermal damage. Two tiny balls of solder are observed on the backside of the board adjacent to the r416 component. The mix controller pcba assembly appears intact with no visual anomalies or damage. The part was functionally tested with no anomalies observed. The reported event was not duplicated. The analysis determined no fault found as the mix controller pcba performed normally when powered up. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the service engineer (se) inspected the device and verified the reported issue. The 980 ventilator failed a power on self test (post) and generated an error code. The se found the mix controller printed circuit board assembly (pcba) failure, causing incorrect voltages to be supplied to the inspiratory and exhalation module components. The se replaced the mix controller pcba and uploaded the software to the current revision. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.